Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding ; increasingly severe pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("pain during intercourse"), pelvic discomfort ("discomfort"), abdominal distension ("feeling full"), gastrooesophageal reflux disease ("acid reflux") and hernia ("hernia"). At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, alopecia, tooth disorder, anxiety, depression, dyspareunia and pelvic discomfort had not resolved and the abdominal distension, gastrooesophageal reflux disease and hernia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, gastrooesophageal reflux disease, hernia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. Amendment: the report was amended for the following reason: upon receiving a internal confirmation, it was confirmed that cases (B)(6) are duplicates of each other. All the information from this case was transferred to retention case (B)(6). Events added- acid reflux,. Hernia, feeling full. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.